Manufacturer narrative:
The reported event was confirmed. A filiform catheter was returned. The stylet was sticking out of the catheter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Insert the bard® heyman¿ filiform catheter with stylet in place. The catheter may be placed by inserting through a cystoscope under direct vision. Direct view catheter placement should decrease the number of difficult and possible false passages. 2. Placement of the filiform catheter in the bladder can be confirmed by removing the stylet and observing urine flow or aspirating urine with a syringe. If added confirmation is necessary, a radiograph can be taken after injecting radiopaque dye into the filiform catheter. When the filiform catheter has been properly placed, the stylet should be discarded. 3. Starting with the smaller sizes, slip the bard® heyman¿ followers (straight or coudé) over the filiform catheter. Increase the follower size until the desired dilation is accomplished. 4. Slip a bardex® councill catheter over the filiform and, when in place, inflate balloon. Remove the filiform. If, at a later time, the councill catheter is to be replaced, insert a new filiform catheter prior to removing the councill catheter. The filiform will then guide the new councill catheter into place. 5. For more difficult catheter insertions, lubricate the bard® heyman¿ metal stylet with the provided catheter lubricant and insert it into the councill catheter. The stylet serves to guide the councill catheter over the filiform. 6. There is a 3 centimeter orientation marker on the filiform catheter at 30 centimeters from the distal (closed) end. When this marker is positioned at the external meatal orifice, this usually signifies that the distal (closed) end is in the bladder. 7. The filiform catheter is soft and pliable after the stylet is removed. In case the filiform is advanced, it will safely curl up in the bladder. 8. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Warning: because this filiform catheter may advance with the passage of the followers, a length of the filiform catheter should always appear beyond the proximal end of the urethral instrument; otherwise, the filiform catheter may be left in the urethra when the instrument is withdrawn."

Event description:
It was reported that upon opening the package the wire was poking out of catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon opening the package the wire was poking out of catheter.